Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Reportedly, the button "1" had to be pressed multiple times for the pump to respond, and then became completely unresponsive. The customer's blood glucose level was not impacted.